Event description:
It was reported that during the implant procedure, the right ventricular lead's helix would not extend. The lead was removed and implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent and the lead appeared to have been damaged at implant.